Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "one of the blades broke". The instrument was found to have a blade broken. The blade broke at roughly 0.163¿ from the base and the broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, one of the blades of the harmonic ace instrument broke during liver retraction. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury and no reported fragment fall into patient.